Manufacturer narrative:
Customer had not responded to multiple attempts to obtain an update. Reagent was not returned for investigation. The result in question (11.0%) was run in may. Customer indicated that no other discrepant results have been obtained since then. The customer performed a successful precision study, and her limited correlation results were consistent with typical reagent performance.

Manufacturer narrative:
Customer indicated that they did not have canned air for cleaning. Siemens representative provided her the steps for cleaning: power down, remove air filter cover and air filter, clean cartridge holder compartment with canned air including rotating the holder and cleaning optical sensors, reassemble and power back up. Customer has been advised to run precision study and patient correlation. Customer has also been requested to return reagent for further investigation. Customer did not have any other questionable results. The cause for the discordant hba1c result is unknown.

Event description:
Customer reported discordant hemoglobin a1c (B)(4) result on the analyzer. There was no report of injury due to this event.